Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Additional product codes: gff, gfa, hsz. (B)(4). Date of original implant is unknown. Approximately 6 months ago. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while performing a revision open reduction and internal fixation procedure on (B)(6) 2016, the surgeon broke a 2.5mm drill bit inside the patients right humerus. The decision was to leave the broken piece in the bone. The surgery was completed successfully with minimal time delay and no patient harm. This complaint involves 1 device. There was a 5 minute surgical delay to the procedure. This report is 1 of 1 for (B)(4).